Event description:
It was reported that the patients ipg had migrated causing failure to connect from cp and difficulty charging. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.